Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, mildly tortuous, mid lad (left anterior descending) lesion measuring 3.0x8mm with 90% stenosis. Target lesion one was treated with direct stenting using a 3.5x16mm taxus liberte stent resulting in 0% residual stenosis. Mild balloon withdrawal resistance of the taxus liberte stent delivery balloon was reported. The event was resolved without treatment and no action was needed to resolve the event. No patient complications occurred as a result of this event. The patient was reported to be "okay" following the procedure.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.